Event description:
It was reported that the pump touch screen was unresponsive, that the pump touchscreen timed off sooner than expected and that the insulin gauge is inaccurate. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.